Manufacturer narrative:
The device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that the device had no power. (B)(4) engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to worn electrical components and bearings deterioration due to normal wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the battery reamer drill device did not run. This event was not related to surgery. There was no patient involvement. There were no reports of injuries medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.